Manufacturer narrative:
UDI# (B)(4). (B)(4) although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex¿ biliary rx stent was to be used in the common bile duct to treat a malignant mass in the pancreatic head during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous but was not dilated prior to stent placement procedure. During the procedure, the physician attempted to deploy the stent; however, the stent failed to deploy. It was noted that the sheath was broken at the guidewire access port. No part of the delivery system fell into the patient. The stent was removed from the patient fully-constrained on the delivery system, and the procedure was completed with another wallflex¿ biliary rx stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.